Manufacturer narrative:
10/12/1998- supplemental report sent to FDA. Additional data entered in d9 device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a thoracoscopic wedge resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.